Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent non-responsiveness of the device¿s sleep/wake button over approximately two weeks, which was not present at the time of contact; the user was advised to ensure the button area was clean and dry and to try operation without a case. Symptoms included no adverse clinical effects. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included user education and basic troubleshooting performed remotely. Investigation of this case revealed no reproducible malfunction during the interaction and no evidence of a device performance failure based on user report and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the issue.